Manufacturer narrative:
Per customer, the checksum digit is disabled. Per product labeling: "use of bar codes is an extremely accurate and effective method of positive patient identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". "Risk of misidentification: use of poor quality, dirty, improperly placed or damaged bar-code labels could keep the instrument from reading the bar-code labels. Ensure the bar-code labels are undamaged. Ensure the bar-code labels conform to the specifications provided in the reference manual". Service was not dispatched for this event. The root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer had misread a barcode on one patient sample. The customer indicated that the same specimen barcode read on a second backup instrument correctly. The customer did not have the sample anymore to confirm the status of the label to see if it was actually the label issue. The instrument printout was requested but not provided. No other misreads have occurred since this event. Per customer, patient treatment was not affected. There was no death, injury or change to patient treatment as a result of this event.